Event description:
In 2007, the patient's mother contacted lifescan (lfs) alleging that the patient's one touch ultra smart meter displayed the error 5 message. The phone number provided was disconnected. The mas sent a letter to the mother. The complaint was classified on the customer care advocate's (cca) documentation. The patient is a child. Information was not provided regarding the patient's diabetes testing and treatment regimen. The error 5 issue on the reported meter first occurred one week earlier. The mother reported that the patient experienced "low symptoms" after the reported issue started; the date and time of the patient's symptoms and the patient's specific symptoms were not provided. No information was provided as to the patient's medication, meals, and other actions taken prior to her experiencing symptoms. A result of 42 mg/dl was obtained on a back up meter at an unspecified time and date. The patient received no medical intervention because of the issue. The cca walked the patient retesting with a new vial of test strips. The error 5 issue was not resolved. The patient's products were replaced. The complaint is reported because the mother alleges that after not being able to obtain an actionable result the patient experienced low blood glucose symptoms after the lfs product issue started and a hypoglycemic reading was obtained on a backup meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.